Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on information reviewed, a definitive cause for the adverse events of heart failure cannot be determined in this incident. Death is cascading effect of heart failure. As per the physician¿s opinion, mitraclip or mitraclip procedure did not contribute to the death. The reported patient effects of heart failure and death are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is conservatively filed to report death and heart failure. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted that the patient was reanimated twice prior to the mitraclip procedure due to severe heart failure and many comorbidities. The patient was unstable and very sick. A clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed, reducing mr to 2. However, several hours later the patient died. The physician stated that the patient died due to pre-existing conditions and heart failure, and not due to the clip. There were no adverse patient effects due to the clip and no clinically significant delay in the initial procedure. No additional information was provided.